Manufacturer narrative:
The customer's report that the blood tubing set leaked was not confirmed. Dried blood residue was observed within the set. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking. The set's tubing engagements were also tugged. No separation was observed. The root cause was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿blood transfusion started and during infusion, pt notified rn that blood was leaking. Assessed and found blood bag intact but the tubing was leaking. When assessing tubing, it's unsure if the leak was at the hard spike piece of tubing or lower in the tubing itself. Tubing changed and transfusion restarted. No leaking noted once tubing changed." It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿blood transfusion started and during infusion, pt notified rn that blood was leaking. Assessed and found blood bag intact but the tubing was leaking. When assessing tubing, it's unsure if the leak was at the hard spike piece of tubing or lower in the tubing itself. Tubing changed and transfusion restarted. No leaking noted once tubing changed." There was no patient impact.

Manufacturer narrative:
Additional information provided: a.1, a.2 & a.3.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿blood transfusion started and during infusion, pt notified rn that blood was leaking. Assessed and found blood bag intact but the tubing was leaking. When assessing tubing, it's unsure if the leak was at the hard spike piece of tubing or lower in the tubing itself. Tubing changed and transfusion restarted. No leaking noted once tubing changed." It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Correction on follow-up(1): a.1 & a.2.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional information including patient's demographics requested, but was not provided.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿blood transfusion started and during infusion, pt notified rn that blood was leaking. Assessed and found blood bag intact but the tubing was leaking. When assessing tubing, it's unsure if the leak was at the hard spike piece of tubing or lower in the tubing itself. Tubing changed and transfusion restarted. No leaking noted once tubing changed."